Event description:
It was reported that on the day after implant, the patient experienced phrenic nerve stimulation when lying on the back. The lv lead was reprogrammed. One week later, the patient again experienced phrenic nerve stimulation when performing a special posture, along with diaphragmatic stimulation. The lv lead was reprogrammed with a reduction in the lv output. The lv lead remains in use. The patient is a participant in (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.